Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The full name of the event site was shortened due to field character limit; the full name is (B)(6). Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with one of the cables. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with one of the cables. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.